Event description:
Notified of complaint by fmc customer service. Stated complaint is "severe blood leak." Upon verification with the hcp in the user facility, the leak was found as dialysis was started. Blood was visually detected in the outflow dialysate as the leak occurred. The pt circuit of blood could not be reinfused and was discarded, ebl 210cc. There was no medical intervention required and no adverse effects to the pt. The complaint dialyzer was saved for analysis. MDR filed due to blood loss reported.